Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event, operator of device and if initial reporter also sent report to FDA, are unknown. No information has been provided to date.

Event description:
It was reported that the device was infusing 10% more fluid than the set limit. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found a sticker seal missing. There was no evidence of the error found in the event history log. The customer reported problem was not duplicated; the device was double beeping and not able to run. It was recommended that the expulsor assembly be replaced as a preventive action with the faulty downstream occlusion sensor. The cause of the reported problem was unknown. The root cause of the reported problem was undetermined. Product is beyond 16 years from manufacture date of 2005-12 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.corrected data: correction: d4: modell number: 6400.